Manufacturer narrative:
The hillrom technician found the CPR button needed to be replaced. It is necessary for the p500 to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm) and testing for joint commission certification. Pm and testing not only meet joint commission requirements but can help make sure of a long, operative life for the p500. Pm will minimize downtime due to excessive wear. Make sure the CPR feature operates correctly. Repair or replace as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on (B)(6) 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the CPR button to resolve the reported event. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the CPR button was not functioning. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).